Event description:
It was observed during inspection of the device, the adhesive of the light guide lens of the duodenovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. Based on the results of the investigation, olympus confirmed foreign material on the light guide adhesive, but the type of material and root cause could not be identified. A definitive root cause of the foreign material remaining on the device could not be determined. There was no deviation from the instructions for use (IFU) in reprocessing steps for location where foreign material remained. Physical damage was not found at the location. The events can be detected and prevented in accordance with the following sections of the IFU: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.